Event description:
It was reported that during a procedure to treat an eccentric lesion in the distal left anterior descending artery with moderate tortuosity and 98% stenosis, pre-dilatation was performed with a 2.0x12 mm unspecified balloon catheter. A 3.5x18 mm rx xience xpedition stent delivery system (sds) was advanced, resistance was felt with the patient anatomy, no force was applied against resistance and the stent was deployed at the lesion site; however, a distal edge dissection occurred. Another xience xpedition stent was deployed to cover the dissection. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use. A conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.